Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (2 mg/ml / 0.1 mg/day) via an implantable pump. It was reported that the patient¿s catheter could not aspirate. Patient was scheduled for routine pump replacement today (B)(6) 2022) due to end of service (eos) on (B)(6) 2022. Prior to being taken to the operation room (or), the physician performed a catheter access study and found it to be non-patent. The environmental factor/patient factor was body habitus and previous catheter was revised. Troubleshooting was performed and there was negative catheter access study in preop. Patient was taken to the or and placed in a lateral position. The physician started by opening the pump pocket. The pump and existing catheter were dissected out. The pump was detached from the catheter. The physician again attempted to aspirate cerebrospinal fluid (csf) but was again unsuccessful. The pump segment was removed, and there was still not fluid noted from the spinal segment. At this time, the physician decided to abandon the existing catheter and replace it. The existing catheter was folded onto itself and tied off with 2-0 perms-hand silk in three locations. The tip of the catheter was then glued with dermanbond. The physician then proceeded to open spinal segment and implant a new catheter which terminated at t9. The catheter was tunneled back to the existing pocket and dripping freely. The pump segment and pump were attached. The catheter was again checked with easy return of spinal fluid. The pump was placed back in the pocket and the incision was closed. Spinal cord stimulator (scs) and leads were also explanted during this procedure per patient request. There were no allegations against the device. Patient just stopped using after she got her pump because the intrathecal medication was more beneficial. The patient status was alive-no injury. The patient weight and medical history were asked but unknown.